Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced rewind anomaly, unexpected battery power loss, blank display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed and found that customer reported receiving a rewind request after an alarm or being unable to exit load reservoir process. The customer was unable to exit the load reservoir/ preparing prime loop. The customer reported receiving a power loss alarm. Current battery has been in pump for at least 1 hour. Customer received another alarm after replacing battery. The customer reported a blank display. Display was blank at the time of the call. Battery cap contacts and battery compartment and/or springs are not damaged. The customer also alleged that pump was not rewinding as it should. The customer will discontinue the use of the transmitter. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump passed the self-test, sleep current test, active current test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. Test p-cap locked into the reservoir tube successfully. No rewind anomalies, blank display or unexpected battery alerts were noted during testing. No unexpected battery alerts noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected battery alerts were found in the history files or traces on or near the event date. The pump was cut open and evidence of moisture damage on pcba 1 and force sensor was found. The following were noted during visual inspection: pillowing keypad overlay, scratched case. In summary, rewind anomaly was not confirmed during testing. Pump passed the full drive test. Unexpected battery power loss and blank display were not observed during analysis. Unexpected battery power loss and blank display were not confirmed. Exposed to moisture confirmed on the pcba 1 and force sensor. Pump passed the full functional test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.